Event description:
Medtronic received information that a solitaire ab had resistance in the distal section of the rebar18. The patient had left middle cerebral artery m1 occlusion. The rebar18 microcatheter and sion microguidewire were coaxial. After reaching the middle cerebral artery through the intermediate catheter, solitaireab 4-20 was delivered along the microcatheter to the occlusion site and deployed. After 5 minutes, the thrombectomy stent was removed and no thrombus was found. The rebar18 microcatheter and sion microguidewire were coaxial again. After reaching the occlusion of the middle cerebral artery m1, the micro guidewire was withdrawn and the solitareab stent was delivered. It was found that the stent was difficult to push when it reached the distal end of the microcatheter. The stent could not be pushed out of the rebar18 microcatheter. The stent was removed from the tail end of the microcatheter and replaced it with another rebar18. The stent was successfully pushed to the occluded part of the blood vessel, and the thrombus was removed after deployment, thus completing the operation. The devices were prepared according to the instructions for sue (IFU). The catheter was flushed as per IFU. The patient was undergoing a thrombectomy. Vessel tortuosity was normal. The access vessel is the femoral artery with a diameter of 8.54mm. No patient symptoms or complications were reported. Ancillary devices: 8fguiding sheath, sion micro guidewire.

Manufacturer narrative:
H3: the rebar 18 catheter was returned for analysis. The solitaire ab 4-20 was not returned. However, the rebar 18 was compatible with the solitaire ab 4-20 as it has an inner diameter (ID) of 0.021". The catheter tip and marker were found to be flattened. The catheter body appeared to be flattened for the length of 9.7cm from the distal tip. In addition, the catheter body was kinked at 28.5cm from hub. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.018¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was noted at the damaged locations. Based on the device return, the customer complaint was confirmed. The returned rebar 18 catheter was flattened and kinked. The cause of the resistance could not be determined. The damages likely occurred when the customer attempted to advance the solitaire ab 4-20 stent device through the catheter against resistance. Possible causes include vessel tortuosity, lack of continuous flush with heparinized saline during procedure, or damage to the catheter/stent. The customer reported that the vessel tortuosity was normal, ruling out the vessel tortuosity as a potential cause. Therefore, the lack of continuous flushing with heparinized saline and damage to the catheter may have contributed to the resistance during delivery. Since the solitaire device was not returned, any potential contribution of the solitaire device to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.